Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive shock applied on the ccd module. In addition, we confirmed that the distal body broken, the u/d knob broken, the light guide fiber bundle (lcb) broken, the operation channel buckled, the insertion flexible tube (ift) buckled, the lg prong corroded, the insertion flexible tube (ift) crushed, the bending rubber leaky, the distal body leaky, the remote control buttons cut, the objective lens unit dirty, the lg prong top worn out, and the segment hard to move; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.